Event description:
Boston scientific received information from a boston scientific field representative that this device indicated it had reached end of life (eol) battery status due to an extended charge time that was possibly out of specification. A boston scientific technical services consultant (ts) discussed device functionality at eol status. The device subsequently was explanted and replaced, with no report of adverse patient effects other than the device replacement procedure. This device is included in the mid-life display of replacement indicators advisory population initially communicated 3/10/2007.

Manufacturer narrative:
This investigation will be updated should additional information be provided or if the device is returned for analysis.